Event description:
A user facility in china reports that during transconjunctival minimally invasive vitrectomy of the right eye, under general anesthesia, the vitrectomy cutter would not cut. It is unknown if aspiration continued when the cutter did not cut. The surgeon replaced the vitrectomy pack. It was reported that there was no patient injury.

Manufacturer narrative:
The product has been lost and will therefore not be returned for evaluation. The device history record review could not be performed as the lot number is unknown. The root cause is unknown/inconclusive since the product is not available to investigate for root cause. No additional action was indicated after review of the reported complaints and we will continue to monitor for the reported complaint. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.